Manufacturer narrative:
Investigation: one 3ml syringe in an opened blister pack from batch #5208831 (p/n 309581) was received and evaluated. It was observed the sample was manipulated from the residual dried red fluid throughout the needle and the tip of the syringe. It appeared the needle wasn't tightened completely by nearly a quarter turn. Therefore, the defect cannot be confirmed. Root cause not defined since defects were not confirmed in sample received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that insulin leaked from the bd syringe luer-lok¿ tip with bd precisionglide¿ needle during the injection. The following information was provided by the initial reporter: "pharmacist called on consumers behalf. Stated insulin leaked out of syringe during injection. Pharmacist stated she tested a syringe from the box that was sold to consumer and she was able to duplicate the issue. Pharmacist stated she tighted the needle into place on syringe but it still leaked."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that insulin leaked from the bd syringe luer-lok¿ tip with bd precisionglide¿ needle during the injection. The following information was provided by the initial reporter: "pharmacist called on consumers behalf. Stated insulin leaked out of syringe during injection. Pharmacist stated she tested a syringe from the box that was sold to consumer and she was able to duplicate the issue. Pharmacist stated she tightened the needle into place on syringe but it still leaked."